Event description:
It was reported that the screw came loose twice. Tighten and new mhlas.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.